Event description:
The account alleged that the head section will not run down. The account used the CPR to lower the head section and then the head section moved up unintentionally. The account indicated that no one was hurt.

Manufacturer narrative:
The account isolated the rails and found the left inside pt control board was defective. The account replaced the control board to repair the bed.